Event description:
The facility reported low flow. Info was not provided regarding whether or not the failure occured during an infusion. Details were not available regarding addtional contact info, pt demographics, medication involved, or pump programming. The hosp rep did not have info regarding whether there have been any reports of any incident involving this pump since the last service event.